Event description:
Pt had ventriculoperitoneal shunt implanted 10/29/98, pt's condition was good. On 10/31/98, pt developed headache, nausea and vomiting and became unresponsive. Shunt tap showed a large amount of increased pressure with good flow proximally and shunt tube in lateral ventricle. Pt was taken to or emergency for shunt revision. It was thought that the incident was due to a distal malfunction.